Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Battery out limit and unexpected restart alarm were not verified, occlusion test was not performed due to keypad anomaly. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer received an unexpected restart alarm and battery out limit alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer stated that they are unable to clear the alarm. Customer's blood glucose levels at the time 359mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.